Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported low bgs. Customer has been using the insulin pumpsystem within 48hrs of reported low bg event.customer is reporting a discrepancy between sg and bg which is notwithin range. Explained sensor may have no longer been responding toglucose changes. Updated summary: customer reported that he had a sensor glucose higher than the blood glucose and that led to a low blood glucose below 40mg/dl per sensor reading. Sensor glucose was said to be 80mg/dl when the blood glucose was 40mg/dl. Customer was taking excedrin, which has acetaminophen that can falsely raise sensor glucose readings. Customer lost consciousness (customer did not have a coma) and his wife gave him glucagon to treat the low. Customer declined further troubleshooting. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.